Manufacturer narrative:
September 28, 2015 05:09 pm (gmt-4:00) added by (B)(6): (B)(4). A supplemental medwatch will be submitted when additional information becomes available. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
Leak direct from bottom of quadrox pls casing observed. Patient to be transported and decision made to change quadrox pls. Estimated blood loss is 20ml plus the 250 odd ml for the pls-I oxy swap out. This was all done in less than 10 minutes so no great impact upon patient transfer." (B)(4).

Manufacturer narrative:
(B)(4). The product was investigated in the laboratory of the manufacturer. During the tightness test a leakage from the gas outlet was detected. By further investigation it was confirmed that the leakage was caused by pur delamination of the fibers. Maquet cardiopulmonary is aware of the failure and it is thoroughly investigated under CAPA (B)(4). Based on this no further action will be completed at this time. The manufacturer initiated a customer notification concerning the problem, the potential risk and the recom mended handling in the event this failure occurs ((B)(4)). The investigation under CAPA process (CAPA (B)(4)) has identified that the root cause is due to the manufacturing process of the raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, it is not properly fixed in the epoxy. When this occurs, the fibers are able to ¿shrink out¿ of the epoxy and result in the reported leakage. The raw material manufacturer has initiated steps to repeat the surface pre-treatment to ensure that the proper surface tension is present on the entire length of the fibers.

Event description:
(B)(4)